Manufacturer narrative:
Corrected information: upon further review of the event, it was determined that the reported incident did not constitute a serious injury that could cause a debilitating condition and no medical or surgical intervention were performed. Therefore, this event is no longer reportable and no further information will be provided under MFR report number 3012236936-2024-0002535. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of symptoms similar to waxy vision after intraocular lens (iol) implantation although the patient had visual acuity. No patient injury was reported. No medical intervention was required. No further information was provided.